Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with post-sense t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that new episodes of post-sensed t-wave oversensing were noted. The patient had syncope symptom. The oversensing was noted on a stored egm. Programming changes were recommended.